Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp sensor displayed an error message (sensor or cable failure! Disconnect and replace cable or sensor) and could not be used anymore. The cable was replaced and then rebooted. The placement of the tip was confirmed and adjusted (gradually pulling it out) under fluoroscopy, but the device was explanted since there was no improvement. No adverse consequences to the patient were observed. No information on surgical delay.